Event description:
Patient services received a call on 06/18/2012. Patient is having trouble sending information using his machine. Patient has a medtronic communicator. Patient was referred to medtronic. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).